Event description:
A technical issue was reported by the customer concerning a malfunction alarm identified as malf 12. Despite the incident, there was no adverse impact on the customer¿s blood glucose level. Customer service provided instructions on resetting the pump, which resolved the issue, and advised the customer to continue using the pump while monitoring for any recurrence of the malfunction code.